Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being in the emergency room due to high blood glucose over 500mg/dl, and her glucose level was treated with 10.0 units by injection and saline drip for dehydration. The caller stated that the sensor was not reading properly her high blood glucose. Reviewed the sensor alert history and noticed that she had alarms every hour. During the call, it was found that the customer wears the infusion set for longer than three days due to a small amount of insulin being used. Troubleshooting was performed, and the drive support cap appears to be normal. The time and date were incorrect. Assisted the caller with correcting them. The basal rates and bolus wizard settings were correct. No further information was provided.